Manufacturer narrative:
Phone number: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device photo evaluation: visual analysis of the photographs identified: device patch with lot number 2884757; opening; further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported bilateral rupture diagnosed by ultrasound. This relates to right side. Device has been explanted.